Manufacturer narrative:
The device was returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria. Device was returned deployed but the hard needle did not fully retract. Linkage assembly can be seen to be separated further apart through the top housing. Upon opening the device, the linkage assembly moved back into the fully retracted position. Score marks were observed on the underside of the top housing indicating interference occurred between the linkage assembly and the top housing. Investigation did not find any damage to the soft cannula. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod longer than 48 hours. As treatment, mother states she applied a new pod onto him, gave him a bolus and was able to bring the levels down.